Event description:
Reference number (B)(4) event occurred in the united states. The patient reported that the infusion set adhesive was ripped off on (B)(6) 2026 and was not sticky. No further information available.